Event description:
It was reported that a new ilet user experienced hyperglycemia after a normal meal that included pizza and later coffee with creamer and sweetener, with glucose reaching 372 mg/dl for about 1.5 hours before trending down to 348 mg/dl; tubing and infusion site checks were performed, and insulin delivery through the tubing was verified. Symptoms included no reported clinical manifestations despite elevated glucose. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user-guided troubleshooting of the infusion set, tubing, and verification of insulin flow, along with education on use. Investigation of this case revealed no device malfunction identified during the call and no component failure observed, with the hyperglycemia temporally associated with a high-carbohydrate, high-fat meal and subsequent beverages. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.